Event description:
It was reported that ventricular fibrillation (vf) was noted on the patient¿s telemetry but the implantable cardioverter defibrillator (ICD) did not administer vf therapy. Interrogation of the device indicated that the device did not detect any arrhythmia in the ventricular tachycardia (vt) or vf zones. The patient was not symptomatic at the time vf was noted on the telemetry. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.